Event description:
Dealer stated that end user reported she was on a flat surface with her l-4r scooter when the scooter just flipped over, throwing her onto her back on the concrete driveway. She states she drags her feet . User was bleeding from her wrist to her elbow, sustained scrapes to her right side, left elbow and her back hurt. She alleges she had to crawl from the driveway to a tree to climb up by broken branches to lift herself up. No alleged medical intervention.